Event description:
Oversensing on the lead caused multiple inappropriate shocks. Oversensing was caused by emi. Should additional information become available, this file will be updated. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The visual inspection showed the ligature marks approx. 24 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 22 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the ring electrode was damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator can. Diagnostic images clarifying this assumption were not available. Further inspection revealed that the distal part of the lead was partly pulled out of the ring electrode, deformations of the inner coil near the is-1 connector pin and cuts in the insulation. It is reasonable to assume that these damages occurred during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.